Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge position: not loaded; firing knob position: back/partial, back; hook latch position: open/closed, closed; instrument halves: joined/separate, seperated and knife condition: good. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge. Despite the damage to the anvil tip and the pin being off center, it fired and formed staples across the entire staple line with no difficulties noted. It appears likely that the instrument did not fire due to the swing tab of the cartridge being in the locked position. With the swing tab in the locked position, the instrument is designed to not fire if any staples have been fired. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported during a colon resection the tlc75 would not fire when reloaded. There is no other info available at this time. 11/03/1997 the rep reports a new tlc75 was opened to complete the case.